Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. A system check was performed which found the occlusion to be within the cartridge. A cartridge change was performed and insulin deliveries were resumed. Additionally, the pump indicated a data log corruption. Reportedly, the customer continued using the pump for insulin therapy. Blood glucose level ranged between 260-275mg/dl.